Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was alarming a continuous audible alarm, with no associated alarm lights, but the green power indicator was on. The hospital troubleshooted the system controller, but decided to exchange the system controller. The pt did not receive alarms on the new system controller.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.